Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center the front panel light-emitting diode (led) failure, it is glowing continuously. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned and evaluated, h6 "investigation type", "investigation findings" and "investigation conclusions" are being updated to reflect this new information. The device was returned to olympus for inspection where the customer's complaint for front panel light emitting diode (led failure) and glowing continuously was confirmed. Based on the results of the updated investigation, it is presumed that the front panel light emitting diode (led) failure and glowing continuously occurred due to failure of the printed circuit board. However, a definitive root cause could not be identified.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Since the subject device was not returned to olympus, the reported event cannot be confirmed neither the condition of the device. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.